Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was explanted and replaced on (B)(6)2017. The pump would be sent back for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient experienced a slight increase in spasticity. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump implant date was provided.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 1000.6mcg/day; flex dosing basal rate 39.4mcg/hr) in an implantable pump for an unknown indication for use. Concomitant medications and medical history were unable to be obtained. It was reported ongoing motor stall occurred. Interrogation pump logs indicated 3 motor stalls occurred on (B)(6) 2017, with no recorded recovery for the last motor stall (motor stall at 00:24 with recovery at 06:45, motor stall at 10:27 with recovery at 11:46, and motor stall at 13:53). There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The issue was considered ongoing. Pump explanted was planned for (B)(6) 2017. The status of the patient was stated to be alive and with no injury. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.